Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material would remain in the channel even if the reprocessing was conducted in accordance with instruction for use (IFU). Therefore, the most probable cause of the failure of the foreign object in the jet tube is known inherent risk of device should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, the colonovideoscope exhibited white foreign material at the jet tube. It was also found that the channel tube was damaged causing water tightness to be lost. There was no patient involvement.